Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n230585, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient felt shocking when turning the stimulator on. The patient stated the right side was not working for stimulation, but the left side was working for stimulation. The stimulation change was related to positional movement. The patient started at 0v on both sides and then when he was on right side at 2.8v he couldn't feel anything. He then went to move and the right side came on sending a jolt down his right leg, back and body. He had the same experience in (B)(6) 2010. The change in therapy/symptoms was sudden. No outcome or interventions reported. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.